Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2024. The lens was replaced with a shorter length lens. Claim # (B)(4).

Manufacturer narrative:
B5: the patient was experiencing halos. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+2.0/095 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).